Manufacturer narrative:
The operator removed the processing carousel following the cleaning the processing carousel manual instructions, and then removed the jammed reaction vessel with force. The operator did not follow the manual removing jammed reaction vessels from the transfer carousel procedure to remove the jammed reaction vessel. The operator was not wearing safety glasses. A product labeling review found the abbott axsym system operations manual contain adequate information for the described issue. A historical/quality data review of 12 months of complaint documentation and metrics did not identify any adverse or non-statistical trend of an axsym transfer mechanism assembly issue, or an issue with splashes caused by reaction vessels. A complaint evaluation service history review found axsym serial no (B)(4) had reoccurring reaction vessel jams. The customer was instructed on removing the jams and cleaning the transfer mechanism assembly to resolve these issues. The local service and support organization was contacted and informed of the reoccurring reaction vessel jam issues at the site, and a service visit was scheduled for axsym serial no (B)(4) for preventive maintenance, and replacement of the v wheels and the transfer mechanism assembly. No malfunction of the axsym serial no (B)(4), or the transfer mechanism assembly caused the reaction vessel splash to occur. No systemic deficiency or adverse trend of an axsym or transfer mechanism assembly issue was identified during this investigation.

Event description:
The account stated that the operator splashed contents of a sample in the face when removing stuck cell vessels from the axsym analyzer. The cell vessels were stuck in the processing carousel. Css instructed the operator how to remove the stuck vessels from position 1. During removal, the operator was splashed. The operator was not wearing eye protection. The operator washed his face. No medical treatment was obtained. No injury to operator was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.